Event description:
It was reported that the customer received a packaging of a front end board, and upon opening the package the customer realized that the EKG port of the front end board was soldered on crooked and the front bezel would not fit correctly. The customer stated that the front end board that they received could not physically fit into the cardiosave intra-aortic balloon pump (iabp) and that its off by a quarter inch. This is an out-of-box (oob) failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. The supplier returned the front end board to the national repair center (nrc) and could not verify the failure of the ECG connector not fitting properly into the upper display assembly. The supplier stated no defect found. The board passed testing. A senior repair technician inspected the front end board and observed no visual damage. Per procedure, if the national repair center verifies a failure and the supplier does not verify the failure, the board will not be placed back into the board pool. In this case both the customer and the national repair center verified the failure and the supplier did not. Per procedure, the board will be scrapped.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service representative reported that a replacement front end board was sent to the customer, and no issues have been reported. The suspected faulty oob front end board was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician inspected the front end board and observed no visual damage. The national repair center installed the front end board into the cardiosave test fixture but the ECG connector does not fit properly into the upper panel assembly. Nrc verified the reported failure. The board was send back to supplier for failure investigation per procedure, and upon completion of this investigation a supplemental report will be sent.

Event description:
It was reported that the customer received a packaging of a front end board, and upon opening the package the customer realized that the EKG port of the front end board was soldered on crooked and the front bezel would not fit correctly. The customer stated that the front end board that they received could not physically fit into the cardiosave intra-aortic balloon pump (iabp) and that its off by a quarter inch. This is an out-of-box (oob) failure. There was no patient involvement, and no adverse event reported.